Event description:
A customer reported an incident where a patient¿s data was mixed with another patient¿s data. According to the customer, the patient¿s information was mixed during a study. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A thorough technical investigation was to be performed including evaluation and analysis of system logs. However, the system logs related to this event were deleted by the customer before retrieval. Therefore the software engineering team was unable to reproduce the issue and the root cause of the reported event could not be determined. This issue has not recurred at the customer site since upgrading the system software. If the issue recurs, another complaint record will be generated to further investigate the problem. H3 other text: system logs were to be evaluated for this investigation.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. System logs are being evaluated for this investigation.

Event description:
A customer reported an incident where a patient¿s data was mixed with another patient¿s data. According to the customer, the patient¿s information was mixed during a study. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.